Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel assembly, airway pressure gauge and apl were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit cannot switch from manual to mechanical ventilation modes. There was no report of patient involvement.